Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several steps, including inspecting the cartridge's o-ring, filling a new cartridge, cleaning the pneumatic tap area, and completing the load process. The customer successfully loaded the new cartridge and resumed insulin delivery. Monitoring of system performance was advised, and no cartridge replacement was necessary.